Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, one episode with myopotential noise was noted resulting in two seconds of asystole. It was noted this patient is pacemaker dependent. All electrical parameters were stable, except for one daily measurement with pacing impedance measurements greater than 2000 ohms on the competitor right ventricular (rv) lead. The noise was not able to be reproduced. A follow-up was scheduled in the future to evaluate a potential rv lead fracture. No additional adverse patient effects were reported.